Event description:
During use of the device for a non-clinical activity, the user reported that the ultrasonic level sensor surface (yellow) was deteriorating on the device. There was no pt involvement. Investigation in process, but not yet completed.

Manufacturer narrative:
Note: customer placed order for new sensor.